Event description:
In 2009, pt underwent sigmoid colectomy for newly diagnosed colon cancer. Compression anastomosis ring inserted at that time. Two days later, discharged home without complications. At about 3 days later, presented to ed with c/o of "constipation and full bladder" and was admitted to hospital. Abdomen distended and tender - CT showed fluid in abdomen. In the same day, returned to or for acute surgical abdomen and possible anastomotic leak. Underwent diagnostic and exploratory laparostomy and colostomy, compression ring removed at that time.